Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called to report that ever since the surgery, she has been experiencing pain, sometimes even worse than before the surgery. Dr. Says that he is not seeing the problem, the position looks correct. Pt has had back surgery to try and correct the problem of pain, but the severe pain remains. She is currently unable to work, very difficult functioning on an everyday level. Pt is asking if any of these implants are part of any recall."